Manufacturer narrative:
Device not returned

Event description:
It was reported that the wake button was not working. Blood glucose was not impacted. Customer pressed the wake button with more force and the wake button performed as intended.